Event description:
It was reported that the implantable cardiac monitor exhibited intermittent sensing. The device was not used. The patient was stable prior during and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were noted.